Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: australia. Review of the most recent repair record determined the cutter failed the sample mesh test during evaluation due to an incomplete mesh. The cutter does not meet the zimmer mesh test acceptance criteria. Cutters are not repairable devices and the cutter was returned to the customer as is. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. Multiple MDR reports were filed for this event, please see associated reports: MFR - 0001526350-2023-01112-1. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during of surgery on (B)(6) 2023 that the tissue was been torn up when put through the mesher. There was no information regarding harm/injury to the patient or if there was a delay. An alternate device was available to for immediate use. At evaluation it was determined that the cutter failed the mesh test during evaluation due to an incomplete mesh. Due diligence is complete. No additional information was available. No adverse event reported.